Event description:
It was reported that the ilet user experienced difficulty completing a supply change when no drops were initially observed during fill, followed by an infusion set pulled off the insertion device and subsequent failed attempts in which no drops were seen and one infusion set adhesive did not adhere. Troubleshooting was performed, drops were later observed, insulin was present in the cartridge, and replacement infusion sets were arranged. No reported symptoms or adverse clinical effects. Outcomes included completion of troubleshooting and education with shipment of replacement supplies. Investigation included customer service assessment and step-by-step troubleshooting of filling, priming, and infusion set insertion. Investigation of this case revealed user handling issues during insertion and connection, including dislodgement of the infusion set from the inserter, unsuccessful priming attempts, and inadequate adhesion of one set, consistent with infusion set deployment and connector attachment issues. It was concluded, based on previously established findings for similar reports, that the cause was user technique during set insertion and connection, with contributing device-user interface factors.